Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a literature review, an article [1] was identified in which 22 major and 50 minor complications occurred in 1433 cases where the nrg transseptal needle was used in catheter ablation procedures along with other devices. The other devices included 9f boston scientific ultra ice catheter, biosense webster soundstar ultrasound catheter, biosense webster smarttouch and st. Jude tacticath cf sensing catheters. Based on the limited information provided in the published paper, the reportable complications where nrg transseptal needle could not be ruled out as contributing factor include: death due to post-surgical stroke in 1 case. Strokes occurring after the procedure which resolved gradually in 1 case. Retroperitoneal or radial arterial bleed requiring surgical or catheter-based intervention in 8 cases. Pericardial tamponade requiring pericardiocentesis in 3 cases. Aortic perforation requiring no treatment in 1 case. Groin pseudoaneurysms requiring pressure or thrombin injection in 6 cases there is no evidence to suggest that the baylis medical device caused or contributed to the reported incidents. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] winkle ra, mead rh, engel g, kong mh, salcedo j, brodt cr, patrawalara, high power short duration atrial fibrillation ablations using contact force sensing catheters:outcomes and predictors of success including posterior wall isolation, heart rhythm (2020), doi:https://doi.org/10.1016/j.hrthm.2020.03.022.